Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir compartment and broke off. The customer's blood glucose was 75 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.